Event description:
It was reported that the patient was brought into the clinic for pulse generator replacement and the device was found to be in backup vvi operation. The device was explanted and replaced.